Manufacturer narrative:
Subsequent to this report, further investigation revealed that the cause for this incident was not due to the solution pack, but rather the result of the excessive pressure build up within the waste line of the abl80 analyser. A design modification was initiated to add a check valve which allows fluids to flow in one direction thus making it impossible to spray fluids out the waste drain. The design modification was reported to the FDA under recall # z-1196-2007. The recall closure was requested in january 2008. Evaluation summary: the sp80 solution pack was evaluated by engineering. It was determined that either the vent failed or the polyacrylamide (absorbent material) was incorrectly placed in the waste bag contained in the solution pack.

Event description:
In 2007, a distributor reported that blood mixed with solutions splattered from an sp80 solution pack used in an abl80 analyzer.